Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 c ring broke and they had to open another kit to complete the case. They had a challenging case and said there was a lot of fatty tissue in the tunnel and when they advanced the c ring out for the first time there was a clean break in it. So, they think it was out of the box like that or one of the techs setting it up did something. When he noticed it was broke he removed it immediately and nothing was left in the patient. No patient effects and the device was taken out of the case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 04/18/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. Blood and tissue was also observed on the transected c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed. The lot # 25162216 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh3500 c ring broke and they had to open another kit to complete the case. The jaws weren¿t open during the insertion of the tool. They had a challenging case and said there was a lot of fatty tissue in the tunnel and when they advanced the c ring out for the first time, there was a clean break in it. They think it was out of the box like that or one of the techs setting it up did something. When they noticed it was broken, they removed it immediately and nothing was left in the patient. There was no delay other than changing out the device. No patient effects and the device was taken out of the case.